Event description:
Additional information received from the manufacturer¿s representative (rep) reported they had data from the power on reset (por) and were looking for information on how to handle the consumer¿s specific por code.

Event description:
The manufacturer¿s representative (rep) reported the consumer experienced shocking sensations, stimulation not being strong enough, stimulation in the wrong location, and stimulation resulting in pain in their hands. It was noted the consumer met with the manufacturer¿s representative (rep) four times for reprogramming. As of (B)(6) of 2016 the consumer stopped using stimulation. It was noted from (B)(6) of 2016 the consumer made 12 trips through the metal detector over a month¿s time and experienced their third power on reset (por) on (B)(6) with the third por having a code of 0x3608, but the rep. Thought the por may be related to a low battery, but it was unknown if therapy had stopped. It was further reported an impedance check was run at three volts with results ranging from 3,000-3,300 ohms for all electrodes. Reprogramming was performed on (B)(6) but the rep was only able to get the consumer¿s front shoulder and collar bone, but the consumer needed stimulation in their neck and the back of the shoulder. It was noted during the appointment the consumer alluded that they may have been rear-ended in a car accident. The rep. Was planning on following-up with the consumer for additional information, and there was talk of x-rays being performed. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.